Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During a pvi procedure, the tacticath se ablation catheter was plugged in before entering the body and the generator displayed an error message of ¿catheter not connected¿. All connections were removed and replugged, and the tactisys and generator were rebooted but the same error message was displayed. The catheter was exchanged for another tacticath se and the issue was resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.